Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a code 1005, which indicates than an open circuit condition was detected during shock delivery. It was noted the rv lead exhibited high out of range shock impedances, measuring greater than 125 ohms. Boston scientific technical services (ts) recommended evaluating the system, and replacing one or both components. This crt-d was explanted and replaced. The rv lead remains in service. No additional adverse patient effects were reported.